Manufacturer narrative:
The subject device was returned for investigation. The evaluation confirmed that the probe broke off at 16mm from the distal end. The shape of the fracture surface showed that the crack developed from the broken point of the probe as the starting point, and the coarse part was observed in the fracture surface. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is supposed that the subject device didn't work since the error occurred due to the crack on the probe. And we have concluded that the probe broke because physical stress was applied to the probe which had already been cracked while checking the probe by user. As the cause of the crack on the probe, it is possible that the user activated the output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during laparoscopic cholecystectomy. The ultrasound output error occurred, and the subject device didn't work. After that the probe of the device was broken and fell off outside the patient's body. The procedure was completed with a spare device. There was no patient injury reported.